Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on : (B)(6) 2014: the patient presented with pre-op diagnosis: spondylolysis, spondylolisthesis at l5-s1. Pseudoarthrosis with non union at l5-s1 and underwent following procedures : posterior l5-s1 removal of non segmental instrumentation. Replacement of non segmental instrumentation with larger pedicle screws. Transforaminal lumbar interbody fusion at l5-s1 with a peek cage with bone marrow aspiration and morselized bone allograft. Per op-notes: fractured allograft bone was encountered, it was drilled to prepare l5-s1 interbody space, to place cage and to achieve fusion. In the space morselized bone allograft mixture with bone marrow aspiration was placed. This was then packed inside the peek cage along with rhbmp-2 and placed inside the interbody space at l5-s1 for interbody fusion at l5-s1 level. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.